Manufacturer narrative:
(B)(6). Report source, literature - lum, z. Et al (2016). Early outcomes of twin-peg mobile-bearing unicompartmental knee arthroplasty compared with primary total knee arthroplasty. The bone & joint journal, 98(10), 28-33. Doi: 10.1302/0301-620x.98b10.bjj-2016-0414.r1 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00680, 3002806535 - 2017 - 00681.

Event description:
It has been reported in a journal article that 30 patients expired during the study period. Attempts have been made and additional information on the reported event is unavailable.